Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed errors. The blood glucose reading was 415 mg/dl, which was treated with manual injections. The customer's mother stated that the battery cap broke and that the customer had lost the top part of it. The battery was corroded on the inside of the device, and some corrosion showed in the battery compartment. The caller stated that the insulin pump kept alarming low battery and low reservoir. She stated that her son reverted to manual injections and had not been hospitalized. She noted that he was doing well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a corroded battery tube, cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.